Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed high threshold. From (B)(6) 2015 the average thresholds were 1.25 to 2.5 volts. Concomitant product: 5076-45 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with dizziness, lightheadedness, and fatigue due to the right ventricular lead having intermittent loss of capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.